Manufacturer narrative:
The pump passed pump self-test, off no power test, unexpected error test, displacement test, rewind test, prime test and excessive no delivery test. The operating currents were in spec. Unit received with completely broken off reservoir tube lip noted. The basic occlusion test and occlusion test were unable to be performed due to reservoir tube lip physical damage. The reservoir would not lock in place. The pump was received with missing reservoir tube o-ring, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device was damaged on the reservoir lip. The customer's blood glucose level was over 250mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.